Event description:
Reported as "rupture of the tubulure"

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakages of the port and band tubing located on either side of the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band and between the stainless steel connector and the port). The breakages of the band and port tubing may be wear related as there is no clear evidence of surgical damage. These breakages may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."